Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: this lead had pacing threshold of 2.7 @ 0.8ms, impedance was 1900 ohm. No adverse patient effects a new system was implanted on right after leads capped.